Manufacturer narrative:
Analysis was performed a philips field service engineer (fse), who went onsite. The fse confirmed the reported problem and found a speaker malfunction alarm. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was that no self-check has been performed. As the self-check resolved the issue, the cause was unable to be traced to one thing and is unknown. The device was returned to full functionality after the self-check was conducted. Section e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on patient monitor efficia cm100 indicating that the horn has no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.